Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 implantable pacing lead (B)(6) 2008; 4076 implantable pacing lead (B)(6) 2007; 6947 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection and far field r-wave (ffrw) oversensing. The device and right atrial (ra) lead remain in use. The patient was enrolled in the indicate hf clinical study. No patient complications have been reported as a result of this event.